Manufacturer narrative:
Investigation summary: customer returned (1) 1/2cc, 8mm, 31g syringe in an open poly bag from lot # 8225882. Customer states that there are large black splotches throughout the cylinder and the unit lines are missing. The returned syringe was examined and did not exhibited any missing scale markings. However, the sample exhibited black material on the outer surface of the barrel. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely scale print ink mixed with silicone. A review of the device history record was completed for batch# 8225882. All inspections and challenges were performed per the applicable operations qc specifications. There were three (3) notifications [(B)(4)] noted that did not pertain to the complaint. There was one (1) notification [(B)(4)] noted for missing zero line. There were two (2) notifications [(B)(4)] noted for ink smears. There was one (1) notification [(B)(4)] noted for damaged tips/missing zero lines. Based on the samples and/or photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (smudged scale print ink on barrel) -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (missing scale markings). As per investigation completed by manufacturing, "on 01jul2019, holdrege received (1) 0.5ml, 8mm, 31ga syringe in an open polybag from material 328468, batch 8225882. The sample was decontaminated per hstr-17 and hqa-68 prior to being evaluated. Visual inspection of the sample found large smears of ink on the outside of the barrel between the 2 and 18, 20 and 37, and 41 and 47 scale lines which interfered with the legibility of the print. Dispatch 39364 and notification (B)(4) were opened for ink smears during the production of the printed barrels that were used in the manufacture of the finished product. The brass roller that is coated in ink to be applied to pads that transfers the scale markings to the barrel was found to be out of adjustment. A bolt for the brass roller was found to be missing. A clamp was used to hold the roller in the proper position to eliminate the ink smears. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported that foreign, black smudges were found in the barrel of the bd insulin syringe with the bd ultra-fine¿ needle during use, and another syringe had scale markings missing, though it did not affect the consumer as their dosage did not fall within the affected area. The following information was provided by the initial reporter: as you can see, there are large black splotches throughout the cylinder. I had other needles where unit lines were missing but I was able to use them because my insulin dosage didn't fall into those areas. Consumer reported finding syringe1 "smudged black ink" substance in barrel of syringe. Stated he did not uncap it. Did not use. Stated he found other syringes with some unit lines missing but it did not prevent him from using because, his dosage did not fall within those areas. Does not know how many were affected just that it came from same box.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign, black smudges were found in the barrel of the bd insulin syringe with the bd ultra-fine¿ needle during use, and another syringe had scale markings missing, though it did not affect the consumer as their dosage did not fall within the affected area. The following information was provided by the initial reporter: as you can see, there are large black splotches throughout the cylinder. I had other needles where unit lines were missing but I was able to use them because my insulin dosage didn't fall into those areas. Consumer reported finding syringe1 "smudged black ink" substance in barrel of syringe. Stated he did not uncap it. Did not use. Stated he found other syringes with some unit lines missing but it did not prevent him from using because, his dosage did not fall within those areas. Does not know how many were affected just that it came from same box.